Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Two days after placement it was noted that the catheter would not drain. It was noted that the hub disconnected and broke. The device was replaced. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.